Event description:
Customer has received blood glucose readings on the breeze2 meter 50-100mg/dl higher than on a different meter. The specific readings were not provided. Depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip in formation was not provided but meter information was given. Customer was sent extra test strips for further troubleshooting.